Event description:
Medtronic received information that post implant of this transcatheter bioprosthetic valve, moderate central valvular regurgitation was observed due to a leaflet not coapting. The leaflet appeared to be "fluttering" and "frozen open". A new valve of the same size was implanted valve-in-valve and resolved the issue. No further intervention was performed, and no adverse patient effects werer eported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.